Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged stylets is confirmed, and the cause is determined to be use-related. The samples returned included one 3 fr perqcath with t-lock and stylet (sample 1) and one other stylet (sample 2). Visual observation found that in sample 1 the catheter terminated at the 12-cm depth mark; the catheter had therefore been trimmed or broken. The stylet was kinked, and also frayed, with the broken core wire outside the t-lock and stretched coil wire extending to the t-lock. In sample 2, the stylet was frayed, with the core wire broken and no t-lock. The coil wire was considerably stretched. Microscopic observation found the following that in sample 1 there was one clear point along the inside circumference of the catheter which manifested a depression, which may have been caused by pressure against the stylet. The core wire had an angular, relatively flat surface, and greater sheen in some locations than others. The distal end of the coil wire did not contain a weld tip, and the break surface appeared lustrous but granular. The broken coil was bent to point distally. The plane of the break appeared to be nearly transverse. In sample 2, the distal end of the stylet core wire remaining was also found to terminate at a distinct angle and have a very flat surface. The break surface appeared granular, but had two lustrous points along the circumference, roughly opposite each other. The distal end of the coil wire did not contain a weld tip and was uncoiled until very close to its termination, and was bent to point distally at its termination. Significant narrowing/necking was found at the termination, and the break surface was granular and deformed. This deformation may be the result of using relatively dull scissors during trimming. Comparing the length of the remainder of the core wires to specification for stylet length shows there was a quantity of wire missing from the distal tip of each stylet. The area of higher sheen in the core wire break surfaces and lack of uncoiling in the distal ends of the stylets, combined with the missing segments of stylet wire, strongly suggest that the stylets were cut. This can occur during trimming of the catheter if the stylet has not fully been withdrawn behind the point at which the catheter is to be trimmed. The following IFU statements may be useful: ¿4. Modification of catheter length to modify the length of the catheter due to patient size, measure the distance from the insertion site to the desired tip location. Catheter depth markings are in centimeters. Retract the stylet to well behind the point the catheter is to be cut. Using a sharp scalpel or sterile scissors, carefully cut the catheter according to institutional policy. Caution: do not cut stylet. Inspect cut surface to assure there is no loose material.¿

Event description:
It was reported that when the nurse removed the guide wire to cut the catheter, the guide wire started to unravel. The device was not used on the patient. This report addresses event two.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh2060 showed (B)(4) other similar product complaint(s) from this lot number. Both complaints for this lot number (rexh2060) have been reported from the same (B)(4) facility.

Event description:
It was reported that when the nurse removed the guide wire to cut the catheter, the guide wire started to unravel. The device was not used on the patient. This report addresses event two.